Event description:
It was reported that the pump did not alarm for occlusion when the tubing was left clamped. This was discovered when the clinician went to check the pump and it displayed infusion complete but the bag was still full (because the clinician left the tubing clamped). There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an failure to alarm for occlusion was not determined because no products or device logs were returned.

Event description:
It was reported that the pump did not alarm for occlusion when the tubing was left clamped. This was discovered when the clinician went to check the pump and it displayed infusion complete but the bag was still full (because the clinician left the tubing clamped). There was patient involvement but no harm.